Event description:
It was reported that during a pt treatment procedure involving a hemodialysis graft, the blue max 20 high pressure balloon detached from the stent. The detached portion of the balloon was successfully retrieved using a snare. The pt is reported as 'fine' following the procedure.